Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of five of peritoneal dialysis therapy. The home patient reported that the floor under the setup was moist and one of the bags looked emptier than it should be. There were no leaks found in the setup. The technical service representative assisted the home patient in ending therapy and disconnecting from the homechoice. The technical service representative explained that the home patient could start over with new supplies or use manual bags. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.